Manufacturer narrative:
One medfusion pump was received in good condition with no appearance of any physical damage. The event history log was reviewed and there was an a2d reference voltage background (bgnd) test message. The power up process was conducted and the reported issue was able to be duplicated. The main board does not operate as intended and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had an error a2d voltage failure. There was no patient involvement.